Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces¿

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6), 1993. Subsequently, the patient was revised on (B)(6), 2015 due to poly wear. Per the surgeon, the cup was firmly in place but it was decided to remove it anyway. The head, liner, and cup were removed and replaced during the revision.